Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise. Further information was requested however, was not provided.

Event description:
New information noted that the implantable cardioverter defibrillator and right ventricular lead exhibited oversensing noise. Programming changes were performed. There were no patient consequences.